Event description:
It was observed during the device inspection, that the flex video scope light guide connector has foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The foreign material remained because the facility could not complete reprocessing properly before they sent the device to olympus. A definitive root cause cannot be determined. ¿cysto-nephro videoscope olympus cyf-vh cyf-vhr reprocessing manual¿ describes the reprocessing procedures of cyf-vh. Reported phenomenon might be prevented by following the descriptions. Moreover, ¿cysto-nephro videoscope cyf-vh cyf-vhr cyf-vha operation manual¿ describes the handling methods of cyf-vh. Physical damage might be prevented by following the descriptions. Do not bend, hit, pull, or twist the insertion section, bending section, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leaks and/or breakage of internal parts like the image sensor cable can result. Olympus will continue to monitor field performance for this device.